Event description:
The reporter had breakfast, did a blood glucose test at home, and got a result of 122 mg/dl. Thirty minutes later, she tested at the lab and got a result of 176 mg/dl. She stated that she had symptoms of a cold. On follow-up, the reporter was not able to do any testing because she was at work and did not have the meter with her. Reviewed meter/lab comparison, use of control solution, cleaning, coding and storage of strips.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8